Manufacturer narrative:
Insulin pump received with cracked battery tube threads. Insulin pump received with no button response due to flattened (act, escape, up and down) button dome switch. The keypad connector on lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response. No button error alarm noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported via phone call that the insulin pump has a crack and button errors. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.